Event description:
On (B)(6) 2023, the longevity prediction was below 3 months this is why the physician scheduled the box change for the (B)(6) 2023. During interrogation made on the day of box change the device was found in safety mode due to rrt reached.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.